Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The location of detachment was the site connector. The infusion set was in use for four days. The blood glucose level was 300mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Patient country: united states patient city: (B)(6).